Manufacturer narrative:
On 4/24/2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review and per management assessment completed on (B)(6)2020, it was decided to remove code "neoplasm malignant", and replace with "no information available", to more accurately capture the reported event. The patient was a cancer patient, but that with the information available, it appears that the patient underwent reconstruction because of the breast cancer, and we can¿t confirm at this time that there was a report of the cancer being linked to her implant. There was no apparent adverse event, and the reason for the switch is currently unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/14/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient of an unknown age and ethnicity who underwent breast implant surgery with mentor medical devices (325cc mentor memorygel breast implant, date of implant (B)(6) 2019) has experienced left breast cancer. As a result, the patient underwent explanation, and replacement with catalog number: smpx350; serial number: (B)(4) on the left side, and with catalog number: smpx350; serial number: (B)(4) on the right side on (B)(6) 2019.